Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted. Full establishment name: (B)(6).

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited peeling off of the adhesive around the objective lens. There were no reports of patient involvement.